Event description:
It was reported that during a carotid stenting treatment procedure, the stent delivery system broke during deployment. The physician initially used a 70 cm sheath, but the stent would not come out. He cut the introducer sheath he was using and then got a second stent. The second stent system was put into place, but the delivery system broke in half during deployment. They were able to pull the entire system out with the stent half-deployed. No harm to the pt, however, the case was aborted as they did not have another stent. It was reported that there were no injuries or complications for the pt. Patient status is reported as "fine."

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined.